Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via e mail that the sensor was reading blood glucose as 58 mg/dl when it was actually 487 mg/dl. The customer indicated that there is a discrepancy between sensor glucose and blood glucose levels. The customer indicated that she would call back to troubleshoot. Customer does not recall any significant events leading to the error. No further information was provided.